Event description:
Complaint #5 of 7. Pt participated in a multi-center study of treatment for 1 or 2 level degenerative disc disease between l2 and s1. Preoperative diagnosis was disc failure or prolapse, osteophytic spondylosis (vertebral body) and facet hypertrophy osteoarthritis (lateral recess stenosis). Pt was implanted with an anterior lumber interbody fusion (alif) spacer at level l4, l5 size and l5, s1 size. Pt was also implanted with an anterior tension band (atb) plate at screw l4 on left, screw l4 on right, screw l5 on left, screw l5 on right, screw s1 on left, screw s1 on right, with atb plate 449.103. Pt had been experiencing pain for 43 months. Surgery date was (B)(6) 2005, and postoperatively pt experienced new onset of pain, requiring physical therapy, medications. This MDR is on the left screw at l5 (26mm).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated feb 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding... No sample was returned for eval. The lot number is unk; therefore, review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.